Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned device and it was observed that the catheter shaft was noted to be stretched and fractured. Functional could not be performed based on damage to product. The reported event was confirmed based on the product analysis. It is probable that the tortuous nature of the patient¿s anatomy caused the friction reported and the damage to the device as was noted during analysis. It is probable that the device was damaged during the clinical procedure due to some procedural/anatomical factors encountered causing the as reported event, therefore assignable cause of procedural factors will be assigned to reported issue.

Event description:
The investigation of the returned product catheter (subject device) found that the catheter shaft was broken. There were no colincial consequences to the patient.